Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient fell twice and that the weight of the lifevest may have contributed to the falls. It was reported that the patient tripped on a brick and they were seen by paramedics but did not go to the hospital. Patient did not have any broken bones nor bruising. Patient reported that another fall was due to balance problems. The falls did not result in injury.